Event description:
It was reported from china that during a rotator cuff repair procedure, it was observed that the anchor on the 4.5 healix advance burst w/oc device pulled out. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4) incomplete to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly. Investigation summary: the product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4). The photo investigation revealed that 4.5 healix advance burst w/oc is shown in used condition. Biological matter can be observed over the anchor and sutures. The anchor's threads are slightly damaged due to the bone surface rubbing. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/cord would contribute to the complained device issue. Based on the investigation findings, the possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; an incomplete insertion or poor bone quality may happen, besides an excessive force used while tightening the suture. As per IFU; bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or poor bone quality may result in anchor pullout. Apply tension (normal force) on suture lengths. Excessive force may overload the anchor or suture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.